Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the determined damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of damaged battery. But during previous service on (B)(6) 2011, the main batteries and battery harness were replaced.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.